Event description:
It was reported that the programmer had noise on the electrocardiogram (ECG) screen. The biomed representative tried to recreate the noise, but was unsuccessful. Technical support (ts) suggested the programmer be returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).